Event description:
Baxter reported an incident of a misprogramming at the facility. The pump was being programmed in a dose mode. Reportedly when entering the pt's weight, the user selected the "lbs field" instead of the intended "kg field". As a result the pt's weight, which was taken using units of measurement as kilograms, was entered into the lbs field in error. The hosp was using only kilograms for the pt weight. No pt injury had been reported. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt's demographics, diagnosis and status, medication involved, medical intervention, and set up of the pump.